Event description:
Complainant alleged that while monitoring a pt (age & gender unk) with ECG leads, the device displayed a "defib pad fault" message. The operator switched from defib mode to monitor mode and observed a "defib pad default" message. The device was turned off and then powered back and was working approx. Complainant indicated that there was no adverse effect to the pt duue to the reported malfunction.